Manufacturer narrative:
Catalog #00-1131-002-32 lag screw lot #59638400. Catalog #00-0318-002-00 parham bands lot #75553500. Compression screw & 9 bone screws, part # & lot #unk evaluation codes for section h6:100-68, 100- the device was examined in the research laboratory, sem indicates fatigue striations and the eds is consistant with 316lsst as required. 68- fatigue striations were observed on the fracture surface indicating this fracture occurred due to metal fatigue. Section f was completed by the MFR. Info was rec'd through a consumer. The user facility has been contacted. No add'l info is available at this time.

Event description:
Pt experienced pain. X-rays revealed device had fractured.